Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. Visual and microscopic inspection revealed that the imaging window was detached in the lapjoint section.

Event description:
It was reported that an imaging issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was located in the right coronary artery (rca). The target lesion was also 90 percent stenosed, mildly calcified, and mildly tortuous. During the procedure, it was noted that the device was making a dark and unclear image. The device was removed from the patient and another of the same device was used to successfully complete the procedure. There were no patient complications. Analysis of the device revealed that the imaging window was detached.